Event description:
During an endovascular embolization procedure on (B)(6) 2026, it was reported that the 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200 / 10056840) was impeded in the hub of the associated 150cm x 5cm prowler select plus microcatheter (606s255x / 31663265) and could not be inserted into the microcatheter. The physician retracted only the stent and replaced it with a 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200 / 10007044). This second stent was also impeded in the hub of the microcatheter and could not be inserted into the microcatheter. The physician tried to retract the second stent; the stent component of the second stent was found prematurely detached from the delivery wire in the hub of the microcatheter. The physician removed the stent and the microcatheter from the patient and replaced both devices to complete the procedure. There was no report of any negative impact on the patient. On 01-jun-2026, additional information was received. The information indicated that the procedure was targeting an aneurysm on the middle cerebral artery (mca). For the first stent (from lot 10056840), when the stent was removed from the patient, it was still on the delivery wire. It was not known whether there was damage on the stent / stent delivery system; this information could not be obtained. For the second stent (from lot 10007044), aside from the premature detachment, it was not known if there was damage on the stent / stent delivery system; this information could not be obtained. Continuous flush was maintained through the microcatheter during the procedure. It was not known if there was any visible damage note on the microcatheter; this information could not be obtained. The information indicated that the replacement stent was another 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200) and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no negative impact on the patient and no delay to the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 10007044. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.